Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type lead product ID: 977a260, serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-feb-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-dec-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not feeling stimulation until stimulation is turned up to 18-19 amplitude. During the trial, the patient was feeling stimulation at 1.1 to 3.2 ma to appropriate location, but patient is,now, only having sensation in the leg. The manufacturer representative (rep) wanted to know if it's possible that the neurostimulator is not delivering the stimulation as indicated. Rep said she noticed the issue on april 26th when she programmed patient, but thought perhaps patient needed more time to heal, thus she didn't meet with patient again until last friday. The healthcare provider (hcp) ordered x-ray and confirmed the lead is exactly in the same position as the trial lead. Rep has tried to program up and down the lead without success. Impedance is 540-1110 ohms range. Technical services(tss) told rep that tss had not heard of system not delivering therapy as programmed. Tss suggested perhaps looking into scar tissue or other reasons why patient is not feeling stimulation. Reviewed sending equipment back for analysis if hcp decides to explant. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The cause of the patient not feeling stimulation was not determined, no actions/interventions have been taken to try and resolve this issue, and the issue has not yet been resolved, and there are no further actions planned to resolve the issue at this time. This information has been confirmed with the physician. The reason for call was pt reported that her trial worked great but since implant her therapy is not going to the area where she needs it in her back. Pt stated she is only feeling stim in her right leg up to her hip. Pt stated that she has been working with rep lanie simpson since the beginning and rep was made aware in the beginning. Pt stated she thinks her lead wire is not in the right place. Pt stated that an xray was taken of her lead but now her hcp is no longer at the practice. Pss is sending an fyi message to the field in related call about pt comment.

Event description:
Additional information was received from the manufacturer representative. It was reported that based on the rep's conversations with the nurse, the leads appear to be in the same location as at implant, and the implanted lead location is almost identical to trial lead placement. Confirmation through neuromonitoring has established that therapy is getting to the areas of pain. Multiple reprogramming sessions with different therapy options have been tried. Per patient- has had other procedures recently which have also given no relief. A bone scan was performed (B)(6) 2021 showing compression deformities at t7 and t12. Rep is unaware of any further actions being planned at this time.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), product type: lead. Product ID: 977a260, serial#: (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.